Event description:
Complaint alleged that subsequent to the device battery being charged over a weekend, it was observed during a routine shift check of the device by a clinician, that the battery overheated while in the unit's battery well. The complainant also reported that the battery was removed from the device with great difficulty. The complainant indicated that there was no pt involvement in the reported malfunction.